Manufacturer narrative:
(B)(4).

Event description:
It was reported via a merlin.net alert transmission for nsrvo. The patient was asymptomatic. The patient has a bigeminal rhythm that was competing with the base rate atrial paced events. The ap event caused a ventricular blanking period that covers most of the amplitude of the bigeminal r-wave. T-waves are being oversensed by the device, causing the storage of a nsrvo electrogram. Programming changes were recommended.

Event description:
New information received notes that the device was reprogrammed but the issue still persisted. There was ventricular blanking after the atrial pace and t-wave was oversensed. Additional programming changes will be discussed with the physician.